Manufacturer narrative:
An event regarding revision due to arthrofibrosis involving an unknown patellar component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device ID and evaluation, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent left total knee replacement (B)(6) 2018. Patient had mechanical failure left knee arthrofibrosis and underwent left knee revision only tibial and patellar components exchanged (B)(6) 2018.

Manufacturer narrative:
An event regarding revision due to arthrofibrosis involving an unknown patellar component was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms revision of a primary cemented tka for pain and dysfunction occurred. The cause of this pain and dysfunction was reported to be caused by arthrofibrosis ¿ an excessive scar tissue response which can lead to restriction of joint motion and pain. The root cause for the development of arthrofibrosis is unknown. No mechanical complication is identified. -product history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: a review of the provided medical records and x-rays by a clinical consultant confirms revision of a primary cemented tka for pain and dysfunction occurred. The cause of this pain and dysfunction was reported to be caused by arthrofibrosis ¿ an excessive scar tissue response which can lead to restriction of joint motion and pain. The root cause for the development of arthrofibrosis is unknown. No mechanical complication is identified. Further information such as device ID and further medical records is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent left total knee replacement (B)(6) 2018. Patient had mechanical failure left knee arthrofibrosis and underwent left knee revision only tibial and patellar components exchanged (B)(6) 2018."